Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported button error alarm. The customer's blood glucose was 93 mg/dl. Customer could not recall any significant events leading to the alarm. Customer is advised to disconnect from the insulin pump and revert to her back-up plan. No additional information is provided.